Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that host pc does not turn on after shutdown and need to press power button on host to start. Upon troubleshooting, the fse identified that there was issue with the host pc cmos battery low and provided customer quote for replacement host pc computer. The defective parts were returned for analysis, for host pc unit malfunction was confirmed. The main failing component is psu (power supply unit). However, the replacement of the correct host pc by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc did not boot up automatically with the system after being shut down. The user had to manually turn on the pc. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.